Manufacturer narrative:
It was reported that, during a hemorrhoidectomy procedure, the ligasure small jaw device was found to be non-functional. A different device was required to be obtained and used for the procedure. Reportedly, the procedure was extended by twenty (20) minutes and the patient required the administration of additional anesthesia to complete the procedure. There was no serious injury or adverse patient impact related to the incident. No sample was returned for evaluation. A root cause for the reported incident was unable to be determined. Due to the need for medical intervention to administer additional anesthesia to complete the procedure, and in an abundance of caution, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that the ligasure small jaw device was found to be non-functional.